Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The information you provided has been carefully analysed. The available impedance trends showed a stable pacing impedance of approx. 450 ohms between (B)(6) 2015 and (B)(6) 2016 with a subsequent decrease down to approx. 300 ohms. Furthermore the shock impedance was stable at approx. 80 ohms between (B)(6) 2015 and (B)(6) 2016 with a subsequent decrease down to 40 ohms. The provided iegms confirmed the presence of noise on rv channel which led to vf detection with shock delivery as mentioned in the complaint description. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead would be necessary for a root cause investigation.

Event description:
It was reported that about 37 months after the implantation the patient received an inappropriate shock due to oversensing. The patient was hospitalized. Pacing impedance of the lead decreased to 318 ohms. No adverse patient side effects were reported.